Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The device was received with the guide catheter. An examination of the guide catheter found that the guide was twisted and flattened between 13cm and 18.5cm distal to its strain relief. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. The target lesion was located in the severely tortuous right coronary artery. A 3.50mm x 12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the stent delivery system (sds) from the coronary artery into the guide catheter, the device became stuck. Since the guide catheter was found kinked, the sds and the guide catheter were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. The target lesion was located in the severely tortuous right coronary artery. A 3.50mm x 12mm synergy(tm) drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the stent delivery system (sds) from the coronary artery into the guide catheter, the device became stuck. Since the guide catheter was found kinked, the sds and the guide catheter were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.